Event description:
It was reported that the patient felt the device was humming/vibrating. The patient went to the hospital to have the device checked but they were unable to interrogate the device. The device is now making a sound. The patient contacted the doctor and will do a latitude data upload for review. The device has been implanted less than six years.